Event description:
Per the clinic, the patient underwent skin flap revision surgery in (B)(6) 2012 (exact date not reported), subsequent to reports of difficulty maintaining a connection to the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are plans to reimplant the patient with a new device, but as of the date of this report, this has not happened. This report is filed (B)(4) 2012.